Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle broke into the patient's vein during use. The following information was provided by the initial reporter, translated from french: "pt noted pain at the insertion site. Nurses noticed redness and thought the IV had snapped. When the needle was removed, it had broken off and part of the needle was still in the pt's vein. This could be removed provided some manipulation by the nurses."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-oct-2022. H6: investigation summary two photos and one used sample were received by our quality team for evaluation. From the photos a used venflon pro safety needle grip assembly was observed. The cannula hub was not returned. The broken cannula was observed in the photos. The returned sample was subjected to visual inspection. A broken cannula was observed. From the broken edge of the cannula, the edges were observed to be curved. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned sample, curved edges were observed on the broken edge of the cannula. This suggests that material necking has occurred which is likely caused by the cannula being bent beyond the ultimate strength that the cannula can withstand. This eventually led to the broken cannula. The manufacturing process was reviewed. There is no process during manufacturing that would cause the cannula to bend to such extent that would break the cannula. In addition, if the needle was bent, it is not possible to assemble the protection tube. Therefore, the reported nonconformance is not caused by the manufacturing process. A simulation was performed to simulate the defect. A 22g venflon pro safety sample was bent at about 90 degrees in the unit packaging. The sample was then removed from the package and inspected. A similar defect was replicated and when comparing, the broken cannula length of the simulated sample and the actual returned sample is of similar length and likely to be bent at the same location. Therefore, the probable root cause for the broken cannula could be due to the manipulation of the product. The user could have applied an incorrect method to open the unit pack by trying to push the product out from the unit pack without opening the seal from the tab. However, as it is not possible to confirm how the product was being handled, the root cause cannot be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter needle broke into the patient's vein during use. The following information was provided by the initial reporter, translated from french: "pt noted pain at the insertion site. Nurses noticed redness and thought the IV had snapped. When the needle was removed, it had broken off and part of the needle was still in the pt's vein. This could be removed provided some manipulation by the nurses."